Event description:
SKU# 329505Item Description: NEEDLE PEN INSULIN W/DUO SAFETY 30GX5MMLot# UnknownQuantity- 3 EACountry- CANADAIncident Description-primed needle with 3 units, then dialed pen to 3 units and attempted insulin administration. After plunger fully depressed, clear fluid noted to leak down patient's arm and he denied feeling any poke to site. Plastic protective end around needle should have retracted and a red ring should have appeared if insulin had injected successfully, but since neither of these occurred, the patient presumably did not receive the insulin. Writer made another attempt, but the same thing happened. pen pressed against a hard surface and the plastic end retracted and red ring appeared. Difficult to use (amount of skin tension and pressure required to inject insulin and ambiguity of whether or not dosage received).

Manufacturer narrative:
Investigation Summary: The investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.